Event description:
Information was received from a consumer who reported the patient was implanted on september 14th. The patient plugged the recharger in that same day (three days ago) to charge the recharger, but when they went to charge for the first time and took the recharger off the dock, the recharger was dead, wouldn¿t hold a charge, and didn¿t power on. The consumer tried holding it down for 45 seconds, but it didn¿t help. It was confirmed the dock had a green light on and when the recharger was on the dock, the battery icon showed great and was flashing and didn¿t stop and no tones were heard. During the call the consumer unplugged the dock and plugged it back in and held down the power button on the recharger to reset it, but it didn¿t resolve the problem.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the recharger wr9200 wireless insr (s/n:(B)(6)) revealed the wireless recharger was not responsive to commands. When placed on the dock, dut did not charge, did not respond to a button press hard reset and the battery leds continuously cycled rapidly. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.